Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit was broken a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit was broken and therefore the image was green. The investigation findings do not lead to a clear conclusion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had green image, only the green channel was active. The issue was found during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had green image, only the green channel was active. The issue was found during preparation for an unspecified procedure. There were no reports of patient harm.